Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegations.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After premapping, the faradrive steerable sheath clear pulled in air during aspiration. During the insertion of the farawave catheter for ablation the aspiration port was pulling in a series of bubbles at the end aspiration process. Fluid was leaking from the valve of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product has been received at boston scientific's post market laboratory

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After premapping, the faradrive steerable sheath clear pulled in air during aspiration. During the insertion of the farawave catheter for ablation the aspiration port was pulling in a series of bubbles at the end aspiration process. Fluid was leaking from the valve of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product has been received at boston scientific's post market laboratory where it is awaiting analysis.